Manufacturer narrative:
Procedure/medical information review: imaging review. Two radiographic images are submitted. They are not labeled as to time or date. Qper-3087a image 1: single shot oblique unsubtracted skull radiograph with no contrast. The event description says that an acom aneurysm is being treated. A fully expanded web is seen in an aneurysm (acom, according to the event description). It is not detached; the delivery microcatheter is just proximal to the proximal radiopaque marker of the web. A balloon catheter is in position; the two balloon markers are distal to the aneurysm in the more distal aca. There is a micro guidewire in the balloon catheter and its tip is off the edge of the image, so its position cannot be determined. Qper-3087b image 2: same as image 1 but magnified. Investigation conclusion: two radiographic images were provided for review. They show a fully expanded web device positioned inside an acom aneurysm, still attached to the delivery system. The images do not explain why the web reportedly failed to detach. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
No additional incident information was received; however, the evaluation of the radiographic images were completed. Please see h6 & h11.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issu could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: during an acom aneurysm embolization, the web was prepped under IFU, and tested with the detacher with the indicator displaying a green light prior cannulating the aneurysm with the web in a via 17 straight. The sizing was good after a dsa run with good stasis shown. The doctor then proceeded to detach the web unsuccessfully. The doctor then attempted to detach the device by backing the via further off, and attempted detaching multiple times with the detachers with no successes. Then attempted with another detached with no success. Then tried pushing the via closer to the proximal recess of the web, again with no success. The doctor then had to take the web out and replaced it with a 7x2 web, which felt sticky. However, eventually detached. The two wdc-2 were used and were discarded after the case. This is report 1 of 2 and addresses the first web for unsuccessful detachment.

Manufacturer narrative:
B5: no additional information was received. This report represents correction to b5 on the MDR 2032493-2025-90525 previously submitted. The device has not yet been returned to the manufacturer for evaluation. However, procedural imaging was provided. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: during an acom aneurysm embolization, the web was prepped under IFU, and tested with the detacher with the indicator displaying a green light prior cannulating the aneurysm with the web in a via 17 straight. The sizing was good after a dsa run with good stasis shown. The doctor then proceeded to detach the web unsuccessfully. The doctor then attempted to detach the device by backing the via further off, and attempted detaching multiple times with the detachers with no successes. Then attempted with another detached with no success. Then tried pushing the via closer to the proximal recess of the web, again with no success. The doctor then had to take the web out and replaced it with a 7x2 web, which felt sticky. However, eventually detached. The two wdc-2 were used and were discarded after the case. This is report 1 of 2 and addresses the first web for unsuccessful detachment. No additional information was received. This report represents corrections to MDR 2032493-2025-90525 previously submitted. There was no reported patient injury or intervention, and two procedural images were provided for review. Please see h2, h11.